Event description:
Removal of port-a-cath deep vein thrombosis left arm. This report was prepared pursuant to the requirements of the smda, is inadmissible as evidence, and is not an admission of liability.